Manufacturer narrative:
(B)(4) date sent: 5/4/2021 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2c35a device was received with the electrode and ceramic detached from the jaw but still attached to the active rod. The electrode was returned. In addition, the ptc was not detached as reported. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message three time. It is possible that once the electrode and ceramic got damage this could have cause the interference between the blade and electrode. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. There is insufficient evidence related to what caused the damage on the device. This is a photo analysis for a set of images submitted to ethicon endo-surgery for evaluation. Image: the first image is what seems to be the electrode detached, on a plastic container. The second image is a medwatch from the FDA data. No damaged on the ptc can be appreciated, and the reported event of " jaws would not open" can not be confirmed. Please refer to the IFU for better information on usage. It should be noted product failure is multifactorial. No conclusion could be reached as to how this issue occurred through photo analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/6/2021 additional information was requested and the following was obtained: the patient recovered well from extended stay under anesthesia and there were no further patient complications from the incident.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This is a photo analysis for a set of images submitted to ethicon endo-surgery for evaluation. Image: the first image is what seems to be the electrode detached, on a plastic container. The second image is a medwatch from the FDA data. No damaged on the ptc can be appreciated, and the reported event of " jaws would not open" can not be confirmed. It should be noted product failure is multifactorial. No conclusion could be reached as to how this issue occurred through photo analysis. Because the instrument was not returned our evaluation is limited. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic vaginal hysterectomy the jaws would not open inside the patient. The knife blade had been advanced part way through the jaw. There was tissue and an unknown metallic object protruding from the jaw. The metallic object was grasped with blunt graspers and then to push the handle forward of the enseal device forward to push the knife blade back to its starting position. This action remedied the issue and the device was safely removed from the patient. Upon inspection of the device, it appears the ptc pad had dislodged off the device and had been broken into two (2) pieces during the extraction portion. Visible fragments were removed, surgeon stated she irrigated and suctioned the area. Post op x-ray showed an unknown device near the cecum which was outside the area that was being operated. Patient has prior surgery: ruptured ectopic c section. The procedure was delayed and as a result post op x-ray to look for additional fragments added additional time under anesthesia. There were no patient consequences reported.